Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine 20.0mg/ml at 2.747 mg/day, then 3.108 mg/day, for non-malignant pain. On (B)(6) 2014, the patient stated she had fell recently and thought her pump had moved. There was mild discoloration overlying the pump. The patient was not certain she was getting adequate pain relief. An ultrasound was performed and there was no difficulty or complications accessing the pump port for a refill. On (B)(6) 2014, fluoroscopy showed no malfunction or disconnect of the catheter system. On (B)(6) 2015, that patient was examined and felt she was obtaining adequate analgesia. It was noted the pump was tilted at an angle in the pocket; the patient stated that was uncomfortable. There were no complications or difficulties accessing the refill port. The physician offered a pump revision, but the patient refused. The patient was to be managed conservatively. The severity was reported as mild. It was reported as related to the device or therapy and not related to the implant procedure. The outcome was reported as ongoing with no further action needed. If additional information becomes available, a follow-up report will be submitted.